Event description:
Additional information was received from the patient. They called back and repeated same information previously noted. The agent reviewed role of patient services and redirected them to their healthcare provider (hcp). The patient stated they will be seeing their hcp on wednesday. They also responded to a follow-up letter stating that they weren't really sure about the cause of the device not working. They noted that they had switched the program from a - b - c but it was still not working. This issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that ever since the ins was implanted the therapy has not worked at all and they did not have any improvement in their symptoms. The patient added that they also get an intermittent burning sensation near the ins incision, which they reported to their hcp but the hcp didn't know why the patient was experiencing that. The hcp told the patient that all of the electrodes were working. The patient mentioned that they had tried multiple programs and increased stimulation on each program, allowing 2 weeks to pass before making a change. However, the patient didn't notice any improvement in their symptoms. The patient was redirected to their healthcare provider to further address the issue. [See pe (B)(4) regarding infection with the first implant].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the settings changing was not known. They stated that actually the setting hadn't changed. The first one put in was working great but they had an infection on their back and the second device didn't work yet. When asked what steps were taken to resolve the issue, they stated that noting with their doctor. They stated that they had a lump on their back where the incision was and there was a lump there that buns. They asked their doctor to take an x-ray to see what was going on. That was on (B)(6) 2024 and they had not called them back on the x-ray. This had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient called again about her second device not working and the burning sensation. Patient said she called the doctor five days ago and still hasn't heard back from the doctor. They had asked the doctor for the settings of the first device and they didn't know them. Patient has gone through all 7 programs and a,b, c. Patient hasn't got relief since the beginning of the second implant. She has been seen by the doctor three times. The burning is not 24x7. If she lays on her left side she will feel burning and the implant is on the right. The burning is not caused by pressure over the device. Patient did try lowering the stimulation and the burning did not go away. Agent told the patient the doctor would need to determine the cause of the burning that it was a medical decision. Asked patient if she has any metal allergies and she said no. Suggested the doctor could call medtronic technical service or request a rep to come to an appointment to help asses.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient also noted that they can feel a lump on their back that is pushing their skin out. Patient reported that the lump is about the size of a quarter. Patient stated that they saw their hcp in regards to the issue and that the hcp stated that possibly the wires are bundled up. Patient also stated that their hcp can't always feel the lump but the patient is confident that it is present. Patient reported that they experience burning sensations that are not continuous but they intermittently occur. Patient also stated that they have been having urinary symptoms for the past few weeks, so they went to their settings and noted that their amplitude was set to 0.1 but they thought they were at a higher setting. Patient stated that they recently went through an x-ray machine at the airport, and asked if that could have turned their stimulation down, agent reviewed. Agent reviewed program differences. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.